Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. The reason for the cracked screen was unknown. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.